Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of hubq1696 showed no other similar product complaint(s) from this lot number.

Event description:
Reportedly the incident occurred while the catheter was being used in the ward. The patient affected is a cancer patient and uses the hickman device to deliver tpn (total parental nutrition); the patient plans to go home with the catheter. It was reported that the nurses used a line to connect to the extension line for the purpose of delivering tpn. Allegedly after using the line and disconnecting the extension line from the hub of the hickman device, the tip of the extension line broke inside the lumen of the hub. The nurses attempted to pull out the broken plastic pieces which then caused the hub to dislodge from the line.the patient is currently safe and the doctor is considering changing the catheter, which is still in the patient.